Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a 27mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately 3 years and 1 month due to degeneration. An edwards transcatheter was implanted within the existing edwards surgical device using the trans-septal approach. The implant date is known only as "2018". Therefore, (B)(6) 2018 is being used to calculate the minimum implant duration.

Event description:
Edwards received notification that this patient with a 7300tfx27 valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of approximately 3 years and 6 months due to calcific degeneration and reduced leaflet mobility leading to stenosis (gradient peak / mean mmhg: 31/16 mmhg) and moderate to severe central regurgitation. The patient presented with dyspnea and palpitations before the procedure. A 26mm sapien 3 valve was implanted within the existing edwards surgical device using the trans-septal approach. The patient was fine and was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5-b7, d1, d4 (model number, serial number, expiration date), e1 (title, last name), e3, h4, h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.